Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a benchmark bmx96 access system (bmx96), penumbra system red 62 reperfusion catheter (red62), velocity delivery microcatheter (velocity), and an 8f non-penumbra sheath. It was noted that the patient¿s anatomy was tortuous and calcified. During the procedure, the physician accessed the right groin using the bmx96 and had difficulty advancing the bmx96. It was reported that the physician was torquing the bmx96 with resistance while advancing. Subsequently, the physician broke the bmx96 in half into two separate pieces. The hospital technologist held pressure on the right groin and the physician accessed the left groin using an 8f sheath and a new bmx96. The procedure was completed using a new bmx96, red62, velocity, and sheath. The patient was then taken into or and the broken bmx96 was removed via open surgery. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 3005168196-2023-00123 1. Section b. Box 1. Adverse event and/or product problem 2. Section b. Box 2. Outcomes attributed to adverse event 3. Section h. Box 1. Type of reportable event